Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review could not be conducted since the lot number was not provided. A document assesment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the endotracheal tube kinked during intubation. The patient's spo2 dropped and the ventilator alarmed. The endotracheal tube was repositioned. The customer confirms that patient safety was not compromised and the patient suffered no trauma.